Event description:
A customer reported a tandem mobi cartridge alarm that had been occurring intermittently since july, with a recent incident prompting the call. The customer¿s blood glucose level did not exceed 500 mg/dl, indicating no adverse impact from the alarm. To address the issue, the customer successfully loaded a new cartridge and resumed insulin therapy, resolving the alarm. Technical support confirmed the alarm details and provided an estimated replacement arrival, which the customer acknowledged.